Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's wound did not heal and was infected, the system was removed. Patient was stable after the procedure. Device system was later replaced.